Event description:
Patient receiving IV medication via carefusion infusion pump. After 35 mins the entire infusion completed. On review it was identified the infusion pump malfunctioned due to a broken module platen hinge spring assembly. No identified patient harm.

Event description:
Additional information received on 3/17/2023 for report number mw5115800.